Event description:
The patient reported that his blood glucose was in the normal range in the morning of (B)(6) 2013. At 3:00 pm, his blood glucose result was 375 mg/dl. He stated that it continued to rise, even when he gave himself boluses. The highest reading of the day was 484 mg/dl. He said that he went to the hospital at 5:30 am on (B)(6) in diabetic ketoacidosis and was admitted. The hospital removed the pod, and he was given insulin. The pod was discarded. He was discharged from the hospital the next day.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."